Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality control (qc) was high out of range when the event occurred. The customer used fresh reagent and qc calibrator, and the issue persisted. The customer flushed out the dilution cuvette washer and ensured it was working properly. A siemens customer service engineer (cse) was dispatched to the customer's site for a separate issue. The cse reported that the co2 issue was resolved after the customer flushed the dilution cuvette washer. The cse inspected the instrument and verified its performance. The cause of the discordant, falsely elevated co2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were automatically repeated on the same instrument, resulting lower. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.